Event description:
It was reported that while initiating IV, to patient it was unable to thread, was tried a second time and still was unable. When removed, catheter was punctured with needle. Patient needed a second poke. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual testing was performed, and the testing could not duplicate the customer reported problem, physical damage on the tube was detected only in correspondence of the portion pierced by the needle. The punctured catheter is the result of a reinsertion performed during the venipuncture. Functional testing was not performed. The root cause of the issue was not determined as no problem was found. No further action. The device history review of the reported lot number found no non-conformities during the manufacturing process.